Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that insulin leaked from the patient-end of the bd micro-fine¿ pro pen needle after the injection. The following information was provided by the initial reporter, translated from japanese: "the user's verbatim report is that when the needle pe is removed from the abdomen after injection, insulin drips from the needle pe. The user worries about this matter."